Event description:
It was reported that they were having issue on recharging implant (ins). Patient mentioned that they had been charging the ins when the battery went down to 40%. Patient confirmed not getting any error message. Patient stated that the controller battery at 100% and ins at 100%. Patient confirmed that the recharger does not have any no damage. Patient started recharging session and confirmed getting excellent recharging. Patient mentioned that it was taking a long time to charge. A request was sent to repair to replace the recharger. Additional information was received from a patient. They reported that patient called back stating that they got the replacement recharger, but the implant was still charging very slow, takes forever and doesn't make any difference at all, even with excellent connection. Patient mentioned it takes them 2 hours to get 10% and yesterday, they were charging for 4 hours but the implant only charged up to 60%. Agent had patient reset the controller and clean the connections. Patient denied any visible damage to the battery compartment, battery pack, and controller port. Patient started a recharge session and confirmed the controller battery was at 100% while the implant was recharging 80% with excellent quality. Patient mentioned their charging speed was set to 1, and they tried to set it to 4 one time, and they were feeling vibration in their leg. Patient stated they would try charging speed at 4 again and would monitor and call back if the issue still persisted.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.